Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. The device was not returned to olympus for inspection and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: it is presumed that there is no air feeding and the device turns on and off by itself because the power to the device cannot be maintained properly due to a failure of the main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high flow insufflation unit, which had no air feeding and turned on and off by itself, was found by a third-party distributor. The issue occurred during reprocessing for a diagnostic gastroscopy. The intended procedure was completed using a similar device, and there were no reports of patient harm.